Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. To resolve the issues, the customer changed the infusion set and cartridge and resumed insulin administration.